Event description:
The pt received the scs trial system on (B)(6) 2011. All parameters checked normal. It was later reported, the pt was in severe pain and removed the system leads herself prior to going to the hospital. A laminectomy was performed on (B)(6) 2011, in which the pt has not been able to move her legs since the surgery. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.